Event description:
The facility reported a colleague infusion pump where the pump would not stay on, and it kept turning on and off after powering up. The event was reported to have occurred during biomedical testing. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is colleague 2006(6.13.90).

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition, where the device would not stay on, and it kept turning on and off after powering up, was not confirmed or reproduced during product evaluation. However, the root cause was determined to be a defective user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct the reported condition. A service history review revealed no previous service events were related to the reported condition. A follow-up report will be submitted if any additional details become available.